Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. The 4.0 x 15 mm nc trek balloon was prepared per the instructions for use, prior to use in the anatomy. The protective sheath was removed without resistance. After the nc trek was used successfully for dilatation, the balloon could only be partially deflated and resistance was noted during removal. There was a delay noted, but there were no adverse patient effects; therefore, the delay was not clinically significant to the patient. An abbott device was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation issue and difficulty to remove could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.